Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the surgeon was unable to snap the liner into the cup. An alternate liner was used.